Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure and the lead was unable to be explanted; therefore it was surgically capped and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.